Manufacturer narrative:
1/25/1999- supplemental #1 sent to FDA. Device not available for evaluation.

Event description:
The product was used during a cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.